Event description:
I use the system one CPAP that has been recalled. I have been waiting for a replacement that still has not come, I have no choice I have to continue using it I have severe sleep apnea, I already have asthma, copd and early emphysema. I'm sure breathing the toxic stuff is not helping. Every time I change the filter it is black, I would like to know what I should do, rather than continue poisoning myself by using this product. Serial number: (B)(4) or (B)(4). FDA safety report ID# (B)(4).